Event description:
It was reported that the impedance had increased. The patient was brought in and noise was present on the egm. Patient received inappropriate shock as a result. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis revealed insulation abrasions at 7.5 and 14.2 cm from the helix, exposing the proximal and rv cables. Further analysis noted one of the rv cable's etfe insulation was abraded. The lead ab rasions are consistent with that produced by friction with another implanted device.